Manufacturer narrative:
Per the clinic, the patient had a chronic infection with a fistula behind ear. This report is submitted on november 9, 2020.

Manufacturer narrative:
This report is submitted on 22 september 2020.

Manufacturer narrative:
This report is submitted on august 21, 2020.

Event description:
Per the audiologist, the patient experienced non-auditory stimulation with device use. Reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.